Event description:
Additional information received reported that an x-ray taken on june 21st showed the cause of the event was that the lead disconnected from the neurostimulator. All impedance values were abnormal. It was also reported that the ins was flipping. It was reported that the patient suffered a return of symptoms, there was no patient injury or hospitalization, and a surgical revision was scheduled for august 24th.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient noted a pressure in her vaginal area that started to occur since she had her stimulation increased to 5.1v using her patient programmer (pp) by a health professional at the nursing home where patient lived. The health professional lowered the amplitude to 4.1v using pp when the patient came in today and then the pressure feeling went away. If she changed her positions, she could make the pressure go away. The patient used a wheelchair; there were no known falls or trauma. The patient's implantable neurostimulator (ins) was in an unusual place; the buttock tissue medially into fold so it is near the anal area. It was not clear if the ins has migrated here or not. The patient had stimulation on when she "went in" today with program 3 active, 2-, 0+. The impedance reading was <(><<)>250 ohms. The impedances were <(><<)>50 ohms on all bipolar pairs. The impedances were >4000 ohms on all of the unipolar pairs. Impedance test was reran at 2v and 300us and the same results showed. The patient had not received any therapy for approximately 3 months. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v686969, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).